Event description:
On (B)(6) 2013 olympus biotech pvg received a report of adverse events in a male pt (initials m.p.m.) Who received op-1 putty in conjunction with calstrux on (B)(6) 2008 as part of an unspecified procedure to treat lower back pain. The report alleged that the pt subsequently underwent unspecified 'additional curative procedures'. No additional info was received with the initial report. The olympus biotech medical reviewer assessed the events as serious and of unknown relatedness to product. Additional info will be requested.